Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while supporting a patient the cs300 intra aortic balloon pump (iabp) generated an autofill failure. All connections were secure and there was no indication of a leak. The iabp was swapped out without incident. No patient harm or adverse event was reported.